Event description:
The facility contacted baxter (B)(4) to report a light sensitive drug set that had a leak. The customer did not know the exact part that leaked but believed "the set presented micro holes in the tubing". This event occurred during infusion. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Due to contamination, the sample was discarded and therefore, there is no sample available for evaluation. A follow-up report will be filed if any additional details become available. This is a product not distributed in the us and does not have a 510(k) number.